Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 20) occurred during the load process and during pumping. Customer's blood glucose (bg) was 105 mg/dl. Customer reverted to manual insulin injections for insulin therapy.